Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. It was determined that the torn downstream occlusion seal was the root cause. The seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis. There were no services previously reported. The reported complaint was not replicated in the event history log. Visual and functional tests were performed. Reported complaint that that the pump is repeatedly showing occlusion errors, even when there is no actual blockage, was duplicated. Found the dso seal was torn and occlusion alarm displayed randomly. The reported issue was addressed by replacement of the dso seal and recalibration of the dso sensor. Device will be submitted for functional and delivery tests after repair activities completed. Afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that the pump is repeatedly showing occlusion errors, even when there is no actual blockage. The membrane is also torn and need replacement. There was no reported patient involvement.